Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the dissector had a fractured waveguide, and the waveguide was returned with the device. The evaluation found that the waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. It was reported that the device had a component that disengaged and it broke during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tip of the device broke during use on the patient. There was no patient injury. Photograph was received and showed that the jaw of the device was broken, and the broken piece was not included in the photo.